Manufacturer narrative:
(B)(4). Malformed clip, jaws unable to open_open after assisted, advancer bypass the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the device fed 5 conforming clips and the advancer slid towards the tissue stop during 3 firing sequences. In addition, the jaws remained in the closed position during each advancer bypass incident. The trigger was manually assisted in order to open the jaws and pear shaped clips were released. The device locked out as intended, but the orange indicator did not show up. No dropping or ejected clips were noted during evaluation. However, a possible cause of the event reported is that the trigger was not completely released after firing which may disrupt clip feeding sequence. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, clips will not close, fell out of instrument. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information: the clips did not fall into the patient.